Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the electrode was received in three segments. The electrode was severed at about 65 mm from the terminal end, there was one lead body segment included and one lead body segment missing, then the distal end was intact from the shocking coil to the anchoring hole. Explant damage was observed, with cuts on the conductor coils and insulation on all returned segments. A setscrew mark was present on the terminal pin, indicating the electrode was fully inserted into the device header. Resistance testing was performed on all three segments, with each confirmed to be electrically continuous; x-ray analysis also showed the conductors were intact. Laboratory analysis was not able to confirm the reported clinical observations of a fracture with out-of-range impedance measurements and a failure to sense, based on the condition of the electrode as it was received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) also had a non-boston scientific leadless pacemaker implanted. Two to three months after the devices were implanted, the leadless pacemaker exhibited high pacing thresholds resulting in av block and syncope. During these incidents, the patient received cardiopulmonary resuscitation (CPR) and was admitted to the emergency room (ER) several times. On (B)(6) 2024 x-rays showed the s-ICD electrode was broken near the proximal sensing ring (near the xiphoid); however, the shock impedance values were normal, with some noise observed. The s-ICD was programmed off and the patient underwent a magnetic resonance imaging (MRI) scan. The device was checked following the scan, but no sensing was observed and the impedance was now high, out-of-range at greater than 400 ohms. A high impedance (hi) alert was noted. At this time, the s-ICD was programmed off and a revision was planned for a later date. The electrode was later explanted and replaced. New defibrillation threshold (dft) testing was successful at 65 joules, with an impedance measurement of 35 ohms. The explanted electrode was expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) also had a non-boston scientific leadless pacemaker implanted. Two to three months after the devices were implanted, the leadless pacemaker exhibited high pacing thresholds resulting in av block and syncope. During these incidents, the patient received cardiopulmonary resuscitation (CPR) and was admitted to the emergency room (ER) several times. On 26-july-2024 x-rays showed the s-ICD electrode was broken near the proximal sensing ring (near the xiphoid); however, the shock impedance values were normal, with some noise observed. The s-ICD was programmed off and the patient underwent a magnetic resonance imaging (MRI) scan. The device was checked following the scan, but no sensing was observed and the impedance was now high, out-of-range at greater than 400 ohms. A high impedance (hi) alert was noted. At this time, the s-ICD was programmed off and a revision was planned for a later date.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) also had a non-boston scientific leadless pacemaker implanted. Two to three months after the devices were implanted, the leadless pacemaker exhibited high pacing thresholds resulting in av block and syncope. During these incidents, the patient received cardiopulmonary resuscitation (CPR) and was admitted to the emergency room (ER) several times. On (B)(6) 2024 x-rays showed the s-ICD electrode was broken near the proximal sensing ring (near the xiphoid); however, the shock impedance values were normal, with some noise observed. The s-ICD was programmed off and the patient underwent a magnetic resonance imaging (MRI) scan. The device was checked following the scan, but no sensing was observed and the impedance was now high, out-of-range at greater than 400 ohms. A high impedance (hi) alert was noted. At this time, the s-ICD was programmed off and a revision was planned for a later date.the electrode was later explanted and replaced. New defibrillation threshold (dft) testing was successful at 65 joules, with an impedance measurement of 35 ohms. The explanted electrode was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.